Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on (B)(6) 2017, at which time she confirmed that she was diagnosed with mastitis and indicated that the diagnosis was on (B)(6) 2017, at which time she was prescribed the antibiotic dicloxacillin. She took the antibiotic 4 times a day for 10 days and is no longer experiencing clogged ducts or any signs/symptoms of mastitis. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that she was unable to increase the suction level on her pump in style breast pump and that she had clogged ducts and mastitis.